Manufacturer narrative:
Continuation of d10: product ID 8578 lot# hg1eas205 implanted: (B)(6) 2018 explanted: (B)(6) 2026 product type catheter product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2005: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving baclofen (2000 mg/ml at 323.4 mcg/day) via an implantable infusion pump. It was reported that the pocket where her original pump was placed kept on accumulating fluid. Fluid was sent for testing and was negative for baclofen. Binder wearing was encouraged, but did not resolve the issue. A new catheter and pump was implanted. The existing pump was explanted and a portion of existing catheter was cut off and discarded. The existing catheter was then ligated in the pump pocket.